Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. Conclusion: the actual sample will not be received for evaluation. Upon completion of the investigation, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a grade e flow limiting dissection was allegedly present after treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the moderately calcified proximal superficial femoral artery (sfa). The hcp predilated the target lesion with a normal percutaneous transluminal angioplasty (pta) balloon. The hcp then treated the target lesion with two lutonix dcb's, which resulted in a grade e flow limiting dissection. The hcp used viabahn covered stent to successfully treated the grade e dissection. The residual stenosis was less than 10% with the stent. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers is 3006513822-2016-00137.

Manufacturer narrative:
(B)(4). Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only dissection complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample will not be received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a grade e flow limiting dissection was allegedly present after treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the moderately calcified proximal superficial femoral artery (sfa). The hcp predilated the target lesion with a normal percutaneous transluminal angioplasty (pta) balloon. The hcp then treated the target lesion with two lutonix dcb's, which resulted in a grade e flow limiting dissection. The hcp used viabahn covered stent to successfully treated the grade e dissection. The residual stenosis was less than 10% with the stent. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers is 3006513822-2016-00137.

Manufacturer narrative:
Additional information: a.2. The patient date of birth, (B)(6) 1952, was added. A.4. The patient weight and units were added as 106 kgs, respectively. Corrected information: b.6. Relevant tests and lab data was changed from "unknown" to "duplex ultrasound images on (B)(6) 2016, resulting in occlusion. Reintervention of target lesion on (B)(6) 2016." B.7. Other relevant history was changed from "unknown" to "past medical history includes: dyslipidemia, hypertension, current smoker, coronary artery disease (cad), myocardial infarction (mi) in 2010, carotid artery disease, arthritis, chronic back pain, rutherford class ii in left leg." D.4 UDI no. Was changed form "(01)00801741126888(17)180226(10)gfap2159" to "(B)(4)." H.6. Eval code & desc - method codes were changed from "3263 and 3317" to "4115, 3331, and 4110". Eval code & desc - conclusion code was changed from "92" to "4310". H3 analysis: the samples were discarded at the user facility; therefore, device evaluations were unable to be performed. A lot history review revealed this is the only dissection complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not be received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported a grade e flow limiting dissection was allegedly present after treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters. The health care professional (hcp) gained access to treat the moderately calcified proximal superficial femoral artery (sfa). The hcp predilated the target lesion with a normal percutaneous transluminal angioplasty (pta) balloon. The hcp then treated the target lesion with two lutonix dcb's, which resulted in a grade e flow limiting dissection. The hcp used viabahn covered stent to successfully treat the grade e dissection. The residual stenosis was less than 10% with the stent. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers is 3006513822-2016-00137.